Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2026. It was reported that they hadn't started the evaluation as they were brought and kept in the emergency room yesterday after their procedure until earlier today. They said their bladder wasn't working as per their healthcare provider (hcp) and that they put a catheter in. They were told to come back on monday for them to remove the catheter. The agent recommended to follow what their hcp instructed them. The issue was resolved.